Event description:
No additional patient or event information has been received since the last report was submitted.

Manufacturer narrative:
H6: ec method code desc - 5: communication/interviews (4111). Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record, the instructions for use, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "transabdominal placement, post-cesarean section." " determine uterine volume by direct examination." " from above, via access of the cesarean incision, pass the tamponade balloon, inflation port first, through the uterus and cervix." "Note: remove and stopcock to aid in placement and reattach prior to filling balloon." " have an assistant pull the shaft of the balloon through the vaginal canal until the deflated balloon base comes into contact with the internal cervical ostium." "Close the incision per normal procedure, taking care to avoid puncturing the balloon while suturing." How supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was not returned for evaluation. A review of relevant documents was conducted. There is no indication that a design related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The investigation found no other complaints related to this production lot number. Cook has concluded that a definitive cause for this complaint could not be determined based upon the available information. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k #: k170622. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during the treatment of post partum hemorrhage (pph) following a cesarean section, a bakri tamponade balloon catheter ruptured. The device was placed through the incision, and the incision was sutured. When the injection volume reach 100ml, leaking was noted. The device was removed and gauze was used to stop the bleeding and achieve hemostasis. The blood loss volume was 500ml. No adverse effects have been reported due to the alleged malfunction.